Event description:
The customer reported that the left monitor was intermittently not working. When it did work after fluoroing, it was darker than the right monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The customer closed the case due to time and scheduling conflicts.